Event description:
Report received from USA stating that the device "cannot attach to motor". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The complaint of "cannot attach to motor" was not confirmed. The device meets all manufacturer specifications. No problems were found. If additional information becomes available a supplemental report will be submitted. (B)(4).